Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Piece of the toothbrush came off, a small piece of plastic with a metal spindle [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, a piece of the oral-b brushhead, version unknown came off, and she described it as a small piece of plastic with a metal spindle.the reporter stated she almost swallowed it. No symptoms developed.